Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy. It was found that the lead had high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The reported event of high impedance was confirmed. Return octrode lead body had a kink with all internal wires broken, which can cause the reported event. The root cause is consistent with an overstress condition or sudden event the lead was subjected while in vivo.